Event description:
It was reported that on (B)(6) 2009, the patient presented with l4-l5 degenerative disc disease, l5-s1 spondylolisthesis grade 1 due to pars fracture/defects bilateral, and left l5-s1 foraminal stenosis with left leg pain. The patient underwent anterior interbody spinal fusion l4-l5-s1 using synthes interbody cage and anterior plate, decompressive laminectomy l5 with decompression of bilateral l5 and s1 nerve roots, and posterior spinal fusion l4-5-s1 using synthes pangea instrumentation. Mastergraft and infuse were also used. Per the operative notes, bmp was placed within the interbody spacers, and placed over the decorticated l4 and l5 sacral ala. There were no noted complications. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.